Manufacturer narrative:
A customer from outside the united states reported observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. Quality control (qc) results were within expected ranges at the time the sample was run, and the elevated results were reproducible. Customer information indicates that antibody interference was suspected, suggesting that the alternate method result may have been falsely depressed. The assay¿s instructions for use (IFU) states the following, under limitations: ¿samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method.¿ ¿patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies.¿ it is noted that atellica im tnih is a high-sensitivity troponin I method whereas the alternate method is a point-of-care conventional-sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate methods for troponin will produce similar results. Based on the available information, the cause of the discordant result is consistent with a sample-specific interferent. No product problem was identified. The customer is operational, and no further action is required.

Event description:
A customer reports observation of reproducibly elevated atellica im high-sensitivity troponin I (tnih) results for one patient which were discordant relative to alternate-method testing. Tnih kit lot 080 was in use at the time. An initial elevated atellica im tnih result was obtained for a male patient on (B)(6) 2023. The elevated result was questioned by the laboratory, and subjected to repeat testing at the main laboratory according to local procedure. The same sample was repeat-tested in duplicate, using the same method; similarly-elevated tnih results were obtained. The sample was then re-tested following centrifugation, and the elevated results were reproduced. An alternate-method test produced a much lower result. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.